Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that changing cables resolved the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vision system (vs) bipolar energy was not working. A technical support engineer (tse) reviewed the logs and found no errors and swapped out instruments and power cords and still not working with question marks. The site tried the upper and lower port and still nothing and was able to continue the case using monopolar. Site will power cycle the generator when they get a chance and test the instrument out after the case was completed. The procedure was completed with no reported injury.